Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, the field representative reported over 30 helix rotations were required for partial helix extension. The physician elected to perform electrical testing and confirmed system noise and high out of range pacing impedance measurements. The lead was removed and successfully replaced: the procedure was completed with no resulting adverse patient effects. The lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.